Event description:
This patient had been shocked inappropriately 2 times and the physician feels that the lead might have "deteriorated." This system was explanted on (B)(6) 2011. Upon visual inspection, the suture sleeve was cracked and the explanting physician suspects that the implanting physician sutured the sleeve too tightly which appears to have fractured the insulation. This is thought to be the cause of the noise which led to the inappropriate shocks. Both the device and the lead were discarded by the hospital.